Event description:
No blood glucose levels reported. It was reported that the insulin pump alarmed battery out limit. The customer also reported a button error alarm from the insulin pump. Troubleshooting was done. It was reported that the customer was able to clear out all the alerts on the insulin pump. No additional information was provided.

Manufacturer narrative:
No button error alarm or battery out limit alarm noted. Unit had no button response due to corroded keypad traces. Unable to test the operating currents or perform the displacement test due to no button response. Unit had cracked reservoir tube lip. (B)(4).